Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported experiencing the events of ¿ touch sensitivity¿, ¿pain ¿breasts swell and go down again¿, ¿right breast wart is causing pain and swelling a lot¿, ¿recently started having same symptoms on left breast wart as well¿, and ¿patient is worried about capsular contracture¿ the device remains implanted.